Event description:
It was reported that the patient had stimulation in their stomach following a fall three weeks ago. It was stated, the patient had pain around the generator site. It was also stated, the symptoms were reported around the left side of implant and the lead location. The patient turned stimulation off until their appointment. Reportedly, the representative was unable to reprogram the patients stimulation due to the battery discharged. The patient was encouraged to go home and charge his battery. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3776-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to go home and charge their device and a week later they were reprogrammed. It was stated that after the patient was reprogrammed they left with "good coverage". No further information was provided.